Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the device. No patient involvement, delay, medical intervention, or adverse consequences were reported.